Event description:
I recently switched from an animas "ring" insulin pump to a tandem "t-slim" insulin pump. The tandem pump has a 2-inch pig-tail luer lock secured to a tandem supplied removeable cartridge which traps air and as a result creates air bubbles in the attached infusion set tubing. Air pockets disrupt insulin flow through the tubing and result in an incorrect bolus. I believe this is a flawed design, approved by the FDA and the product should be recalled. The tandem cartridge change and tubing fill of an attached infusion set requires careful monitoring during a cartridge change/prime and requires extraordinary effort to clear the tubing of air bubbles which interferes with accurate insulin delivery.